Event description:
Resmed (B)(4) was made aware that a vpap device turned off by itself while a patient was receiving therapy. The patient was able to get his parents attention and therapy was restored.

Manufacturer narrative:
The device was sent to (B)(4) for an engineering investigation. The engineering investigation identified the root cause of the reported complaint as a failure of the main pcba. Resmed has conducted statistical analysis of the field return data for this failure made along with performing a safety risk analysis and concluded that the risk is acceptable. There was no adverse event reported and no incident of harm to patient.